Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. On (B)(6) 2025, the last day with available cgm data, glucose control was 67.6% time in range with no hypoglycemia. A cgm session expired at 12:41 pm, and after repeated unacknowledged low-power alarms, the ilet powered off at 2:16 pm, the final glucose value being 251 mg/dl. The device was restarted at 12:09 pm on (B)(6) in bg-run mode. Three fingerstick values were entered between the afternoon of (B)(6) and the morning of (B)(6) (300 mg/dl, 300 mg/dl, and 200 mg/dl), each enabling temporary insulin delivery. No further values were entered after approximately 10:00 am on (B)(6), and all insulin delivery stopped at 2:26 pm that day. Alarms warning of suspension occurred but were not acknowledged. Bg-run expired at 2:26 pm on (B)(6), which stopped all insulin delivery. The device stayed powered on but could not resume dosing without a new cgm session. Later that evening at 9:50 pm, a cartridge change with <1 unit prime was recorded, but insulin delivery was already off due to the expiration of bg-run. The ilet stayed powered on but inactive until the battery depleted around 2:30 pm on (B)(6). The patient was found deceased at approximately 4:00 am that morning, not wearing the device. If no backup insulin was administered after suspension on (B)(6), the absence of delivery would have resulted in sustained hyperglycemia and progression to dka. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025 the clinical team reported that on (B)(6) 2025 the end-user was found deceased at home. According to the coroner, the ilet was found disconnected from the patient at the time of death. The cause of death has not yet been determined, and the device is pending return for investigation.